Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2013, and then experienced a revision surgical procedure on (B)(6)2023, approximately 10 years, 7 months after initial implant. Revision operative report of (B)(6) 2023 postoperative diagnosis: left knee failed total knee replacement. Left knee failed total knee replacement. Left knee aseptic loosening femoral component. Left knee osteolysis. Patient was revised to component's devices. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patella was well fixed, but there was some wear on the patella. The patient was transferred to recovery room in stable condition. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
1038671-2024-00313 d10 concomitant device: (B)(6) 02-012-35-4011 logic tibia ps mod insrt sz 4 11mm manufacturer narrative: the revision reported may have been the result of wear of the tibial insert and patella, osteolysis, and/or an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for approximately 10.6 years. However, this cannot be confirmed as the devices were not returned to exactech for evaluation and no images or radiographs were provided.